Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. There were no instances of improper shut down within the review of the event history log. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation.evaluation ran a set and was unable to reproduce the issues or find causality. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. The event occurred during testing at the biomed service. There was no patient involvement. No additional information is available.